Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the occurrence of the device battery not charging was confirmed in the error log. The power management pca was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the occurrence of the device battery not charging was confirmed in the error log. The power management pca was replaced to address the issue. The power management pca was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management pca functioned as designed and operated without issue or error codes.